Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed itchy hives and bleeding, weeping sores under the garment of the lifevest equipment. Patient reports allergy to lycra. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed hydrocortisone and advised using previously prescribed betamethasone cream for the skin irritation. Outcome of the skin irritation is unknown.